Manufacturer narrative:
Associated MFR number for the infection in 2020 MFR 2916596-2021-02063. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was communicated on 10nov2021 that the patient underwent a heart transplant and it was reported that it was device/therapy related and the device would return for evaluation. It was communicated on 12mpv2021 that the patient was elevated on the transplant list due to a mssa bacteremia infection. The patient experienced chronic low flow alarms, which was suspected to be from a possible obstruction despite not seeing anything on the cta. It was communicated on 24nov2021 that the first documented infection post ventricular assist device (vad) was + blood culture and a + driveline wound culture on (B)(6) 2020 with staph aureus and then again positive blood cultures on (B)(6) 2021, but the driveline culture had no growth.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) . Additionally, a specific cause for the reported events could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The account submitted log files for review. The system controller event log file contains data from 04oct2021 at 8:34:00 through 13:51:42 and 05oct2021 at 14:48:36 through 06oct2021 at 10:56:43. Low flow events were captured throughout the log file from 04oct2021 at 8:34:24 through 13:51:40 and 05oct2021 at 14:48:36 through 06oct2021 at 5:59:39. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. The patient received the 1.7 software on 05oct2021 and per design, when the flow value is calculated at less than 2.0 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. (B)(6) was returned assembled with the pump cable was severed approximately 11.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned and disengaged from the cuff lock (figure 1). Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists stroke and infection as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms and the initial plan was to perform a low flow software change. On (B)(6) 2021 it was communicated that the patient's flows suddenly changed and went to up to a steady ~4l. The patient also experienced stroke symptoms and their log files were downloaded again and sent in for review. Technical services stated they saw power and flow increases and the pump responded appropriately. Additionally, another set of log files were sent in for review on 26oct2021. The site reported the patient was having constant low flow alarms the day before, but were intermittent that day. The computed tomography angiography (cta) from (B)(6) 2021 was negative and an echocardiogram (echo) showed ejection fraction (ef) of 25-30%. Technical services captured low flow events on the periodic and event logs on (B)(6) 2021. The alarms were occurring when the calculated average flow was less than 2.0 lpms. They did not appear to be caused by an equipment issue.

Manufacturer narrative:
Patient weight requested, but no response was received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.